Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a continuous low pressure alarm. Although the ventilator did not stop cycling, the patient was removed from the device and placed on an alternate ventilator without any reported patient harm. There is no death or serious injury associated with this event.